Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head d10: cat# 139256 lot# 136160 m2a-magnum 42-50 tpr insrt std cat# 103205 lot# 614340 taperloc por fmrl 11x142 g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was explanted approximately 7.5 years post-implantation due to pain and elevated metal ion levels. During the revision, pseudocapsule and metallosis were debrided from the joint, and slight blackening on the stem trunnion was cleared. The initial stem remained intact, and all other components were revised without complications. Attempts have been made and no further information has been provided.